Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection showed that the cotton was fraying. Loose strings were shown in the picture. The sponge appears to be unfolded. The reported condition was confirmed by the picture. The investigation of the picture found the cotton was fraying. The picture showed that the cotton had been unfolded. The investigation identified the root cause of the reported event to be unfolding and manipulation by the customer. According to the dfu, the gauze sponges are made with natural cotton and may produce lint or fibers when unfolded or manipulated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was shredding.